Event description:
It was reported that this pacemaker patient had recently experienced multiple syncopal episodes. The patient advocate suspected it was related to the patient's atrial fibrillation (a fib). A successful remote interrogation was performed. The local area filed representative was contacted for additional information, however, at this time no further information is available. This pacemaker remains in service. No additional adverse patient effects were reported.